Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus screen displayed an attempted bolus of 333 units which the customer cancelled. Review of the pump logs found that the pump was operating as expected. The customer acknowledged that they may have 'seen or done something wrong'. The customer's blood glucose was 133mg/dl.